Event description:
Complaint alleged that during training by the distributor the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.